Manufacturer narrative:
Concomitant medical products: product ID: enveor-l, serial/lot #: (B)(4), ubd: 15-apr-2020, UDI#: (B)(4). Additional information was received that during full release of the valve, the delivery catheter system (dcs) was pulled, resulting in the dislodged valve. The bottom end of the valve was implanted 2 to 3 millimeter (mm) above the annulus. A snare was attempted to be used, but the paddle could not be caught. A second valve was implanted with no reported issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during deployment, the valve dislodged from the annulus. Subsequently, a second valve was implanted. No additional adverse patient effects were reported.